Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 26-year-old female patient who had essure (batch no. B59460) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension in 2012, arthritis in 2008, urinary tract infection, lumbago, dysuria, urinary urgency, loss of energy, dizziness, squamous cell metaplasia, uterine bleeding, acute renal failure, vaginal pain and paratubal cyst. Trans abdominal and transvaginal ultrasound of the pelvis was performed-impression - no gravid appearing uterus likely represents cyst of the left ovary with free fluid in the pelvis. Concurrent conditions included depression, sleep disturbance, fatigue, pain in joint, osteoarthrosis, ankle sprain, pain in limb, allergic rhinitis, nasal congestion, menses irregular, pain in elbow, abdominal pain, hematuria, amenorrhea, ovarian cyst, constipation, endocervicitis, hypothermia, umbilical hernia, low back pain, ovarian cyst and uterine bleeding. Concomitant products included antidepressants for depression as well as citalopram since 2017, clarithromycin (claritin), ferrous sulfate (ferrous sulphate), fluoxetine since 2017, hydrochlorothiazide, ibuprofen, lamotrigine since 2016, spironolactone from 2015 to 2018, venlafaxine since 2016 and vitamins nos (multivitamin). In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain "). In 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (to remove the essure implant, hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved and the anxiety, depression, nausea, dysmenorrhoea and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. The patient¿s left essure coil had three coiling trails, the right had none and the tube actually collapsed over the coils. Insertion procedure: procedure ¿ after time- out was performed the sterile speculum was placed into the vault. Single single-tooth tenaculum was placed on the anterior cervical lip and then the hysteroscopy was introduced under direct visualization with the above findings noted, the left device was introduced without difficulty and deployed and immediately the right side was, in a similar fashion, the right side was deployed ass well, but the flow there was no trailing coils in the right and there was some noted collapsing of the fallopian tube around the coils, at this point, I then evaluated the area on the right to look for an evidence of any evidence of the coil not being placed appropriately. We checked the device, the device had been deployed and then just reconfirmed placement again there was no evidence of the trailing coils on her right. So at this point I did ask for graspers to see if I could decrease the fluffiness around the right tubal ostia which was not possible secondary to the patient¿s uterus not being very complaint. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.689 kgs. Ultrasound scan vagina - in 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension in 2012 and arthritis in 2008. Concomitant products included citalopram since 2017, fluoxetine since 2017, lamotrigine since 2016, spironolactone from 2015 to 2018 and venlafaxine since 2016. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain / loss (specify which one) weight gain ") and fatigue ("fatigue"). In 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (to remove the essure implant, hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved and the anxiety, depression, nausea, dysmenorrhoea and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.689 kgs. Ultrasound scan vagina - in 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-nov-2018: plaintiff fact sheet received. Events added from pfs: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression/ anxiety, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain, fatigue. Outcome of event pelvic pain updated from unknown to recovered / resolved. Onset date of event pelvic pain were updated. Plaintiff details were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 26-year-old female patient who had essure (batch no. B59460) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension in 2012, arthritis in 2008, urinary tract infection, lumbago, dysuria, urinary urgency, loss of energy, dizziness, squamous cell metaplasia, uterine bleeding, acute renal failure, vaginal pain and paratubal cyst. Trans abdominal and transvaginal ultrasound of the pelvis was performed-impression - no gravid appearing uterus likely represents cyst of the left ovary with free fluid in the pelvis. Concurrent conditions included depression, sleep disturbance, fatigue, pain in joint, osteoarthrosis, ankle sprain, pain in limb, allergic rhinitis, nasal congestion, menses irregular, pain in elbow, abdominal pain, hematuria, amenorrhea, ovarian cyst, constipation, endocervicitis, hypothermia, umbilical hernia, low back pain, ovarian cyst and uterine bleeding. Concomitant products included antidepressants for depression as well as citalopram since 2017, clarithromycin (claritin), ferrous sulfate (ferrous sulphate), fluoxetine since 2017, hydrochlorothiazide, ibuprofen, lamotrigine since 2016, spironolactone from 2015 to 2018, venlafaxine since 2016 and vitamins nos (multivitamin). In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain "). In 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (to remove the essure implant, hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved and the anxiety, depression, nausea, dysmenorrhoea and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. The patient¿s left essure coil had three coiling trails, the right had none and the tube actually collapsed over the coils. Insertion procedure-procedure ¿ after time- out was performed the sterile speculum was placed into the vault. Single single-tooth tenaculum was placed on the anterior cervical lip and then the hysteroscopy was introduced under direct visualization with the above findings noted, the left device was introduced without difficulty and deployed and immediately the right side was, in a similar fashion, the right side was deployed ass well, but the flow there was no trailing coils in the right and there was some noted collapsing of the fallopian tube around the coils, at this point, I then evaluated the area on the right to look for an evidence of any evidence of the coil not being placed appropriately. We checked the device, the device had been deployed and then just reconfirmed placement again there was no evidence of the trailing coils on her right. So at this point I did ask for graspers to see if I could decrease the fluffiness around the right tubal ostia which was not possible secondary to the patient¿s uterus not being very complaint. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.689 kgs. Ultrasound scan vagina - in 2014: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number added. Concomitant condition and medication added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.